Event description:
While crossing a highway at night, the user was struck by a car. User error. Warning in manual concerning driving in busy street can be dangerous as user may be struck by a vehicle.